Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x7bj, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was fractured due to a fall at work. The rep reported they did an office impedance check. The lead and the battery were replaced. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the fall was caused moving a patient at work. No further I nformation was reported.